Event description:
It was reported that the pump miscalculated multiple boluses. Customer's blood glucose (bg) level was 150 mg/dl. The customer declined to perform further troubleshooting with tandem technical support as the issue had already been resolved.